Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 85 mg/dl at the time of the call. The customer stated they accidently delivered a maximum bolus of 18 units from their insulin pump. The customer requested to have their insulin pump replaced due to the issue, but the call was dropped while the customer was being transferred. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.